Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded a discrepant result of 179 on a 66 yr old female patient with chest pain. There was no additional patient information. Return product is available for investigation. Method date collected tested result sample I-stat: (B)(6) 2023, 13:10, 13:10, 185sec, whole blood. I-stat : (B)(6) 2023, 13:24, 13:24, 185sec, fresh sample. I-stat: (B)(6) 2023, ni, ni, 179sec, ni. Heparin administration dosage: 8100 units given. Heparin administration (date and time): 12:54 (B)(6) 2023. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. It is unknown if reversal was as administered to the patient. Information was requested but to no avail. There was limited information surrounding the procedure. An investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-sep-2023. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.